Event description:
The physician attempted to use the stapler on a lavh. On the first attempt the stapling device fired, did not staple and then broke off in the pt. Bleeding began and physician attempted another device. This device also misfired. Pt had to be opened due to bleeding. Total abdominal hysterectomy performed.